Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. A partial portion of the lead was returned in one piece measuring 51.2 cm. Final analysis found external insulation abrasion was noted at 34.8cm to 35.8cm from the distal tip consistent with lead friction to another device or heart feature. The etfe coating was intact at these locations. Electrical testing did not find any indication of conductor fractures or internal shorts. The damage found on the lead is consistent with that occurring at the time of explant.

Event description:
This report is to advise of an event observed during analysis.